Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl at the time of incident and current blood glucose level was 75 mg/dl. The customer was assisted with troubleshooting. The customer was treated with chocolate milk. Customer stated that the system diagnostics may had detected sensor was not properly responding to glucose and stopped displaying glucose readings. The customer stated that the sensor was securely taped in skin. Customer's outcome pertaining to the complaint. The device will be returned for analysis.